Event description:
The facility's biomedical engineer reported this infusion pump to have "possibly free-flowed meds to the patient from channel 1" while during an infusion. The biomed also stated that no patient injury was reported on this pump since the last baxter service event. Although information was requested, none was available regarding programming rates, medication involved, product codes and lot numbers of the IV bag and IV set and contact information.

Manufacturer narrative:
Evaluation summary: the reported condition of "overinfused meds to the patient from channel 1" was neither confirmed nor duplicated. Tests show that the pump operated according to the manufacturer's specification.